Manufacturer narrative:
The investigation of this complaint has been completed. The reported event was not reproduced when the anesthesia system was tested at the hospital after the event. No parts have been found faulty and replaced. To start a treatment (case) on the anesthesia system, the membrane button ¿start case¿ on the right side of the user interface must be pressed. When the membrane button has been pressed, a pop-up dialog appears on the screen with two options: ¿start case¿ and ¿cancel¿. When tapping the option ¿start case¿, the dialog is closed and the treatment starts, and if tapping the option ¿cancel¿, the dialog is closed, and the system returns to the standby screen. The standby screen provides options to start the system checkout or the leakage test. When the pop-up dialog for start case is open on the screen, the options to start system checkout or leakage test are not visible on the standby screen. The pop-up dialog covers the options on the standby screen making it impossible to start the system checkout or leakage test. On the standby screen, when tapping the option system checkout or leakage test, options are provided to ¿continue¿ or to ¿bypass¿. By tapping the option ¿continue¿ the test is started and by tapping the option ¿bypass¿ the test is not started. A thorough investigation has been performed. The system software has been investigated to see if there is a theoretical possibility for a glitch to activate the leakage check when tapping the start case button on the screen. The conclusion is that there exists no way to enter the leakage check if the ¿start case¿ is tapped in the pop-up dialog. A possible reason for the reported event to happen is that the user unintentionally has hit the ¿cancel¿ button instead of ¿start case¿ in the pop-up dialog for start case, followed by a second tap hitting the ¿leakage test¿ button on the standby screen. The "leakage test" button is in the same screen area as the "cancel" button. The exact root cause of the reported event has not been established. Based on the performed investigation our conclusion is that the reported failure is not an anesthesia system malfunction, no design flaw has been found.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that at treatment start of a patient, the user accidentally pressed the button for "leakage test" instead of the button "start case". The patient's measured saturation level decreased. The final patient outcome was no injury. Manufacturer's reference #: (B)(4).